Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. High jacket retraction forces were encountered. The ipsi limb attachment system was removed and the limb was sutured into the distal common iliac artery. A homemade covered wall stent was placed in the contralateral limb.